Event description:
The customer reported dexmedetomidine infused too quickly. Intended programming parameters for the infusion were not provided. The patient had a spike in blood pressure, then became hypotensive; there was no long term harm. After the event the nurse noted there was a larger gap than usual in the door of the module. The facility biomed tested the pump module and pcu and found no issues. The facility has ruled out a programming error. The tubing was discarded.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.